Manufacturer narrative:
The msd was returned for evaluation. Visual inspection confirmed that the distal marker band is missing from the tubing. The iddc tubing shows signs of being stretched. The customer had used a merit prelude pro sheath which is not recommended per the IFU. No patient impact or injury was reported in association with this event or the removal of the marker band. Review of the device history record indicated that the product was manufactured according to specification and met all acceptance criteria prior to release. If additional information is received, a follow up report will be submitted.

Event description:
Ekos was used in a bilateral pe case for a total of 14.5 hours. The device was investigated on february 26, 2019 and was found to have the marker band missing. The account was contacted about the missing marker band and reported that the band was in the sheath while the sheath was still in the patient. The customer used a merit prelude pro sheath. The case was completed with no other intervention or injury to the patient. Note that the customer was informed that the style used was against the instructions provided in the ekos IFU.